Event description:
Product was received by manufacturer and product analysis was completed and reviewed. The pulse generator diagnostics were as expected for the programmed parameters and shows an neos=yes condition. An end-of-service warning message (pulsedisabled) was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator and was expected based on the downloaded data. Other than the noted event (pulsedisabled (expected based on the downloaded data)), there were no additional performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
Generator data was reviewed and indicated premature battery depletion. No further relevant information has been received to date.

Event description:
It was reported that a patient's device is already at 18-25% when the generator was replaced in (B)(6) 2021. The patient was noted to be at high settings. Review of the battery longevity tables and battery life calculation were reviewed however premature battery depletion could not be confirmed. No additional relevant information has been received to date.